Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited electrogram (egm) and marker anomalies. It was noted that there was a delay between the hospital's electrocardiogram (ECG) monitor and the egm and marker channel on the device. The physician attempted to disconnect and reconnect the slave cable on the hospital ECG but the same issue occurred. All test measurements on the ICD and leads were found to be normal with no abnormalities. No further intervention was performed. The patient was in stable condition.